Manufacturer narrative:
One medfusion pump was returned for analysis. The visual inspection of the pump found the pump had broken top case with cracked right plunger and was missing battery. Functional testing included "occlusion testing". The pump gave "motor not running" during occlusion testing. The customer stated issue was able to be duplicated. The problem source was identified as combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Pump was over 13 years old.

Event description:
Information was received that this smiths medfusion 3500 pumps displayed motor not running error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.